Manufacturer narrative:
(B)(4).analysis description: final analysis confirmed the reported complaint of backup operation. The root cause of the anomaly could not be determined. It was noted that the device had been exposed to cold temperatures prior to its return.

Event description:
It was reported that in box, the pulse generator exhibited backup operation. The device was not used.